Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. Dried blood residues were found on the proximal end of the microcatheter. No appearance of damage was observed. Functional evaluation was performed. The microcatheter was flushed using a lab sample syringe. After flushing, a 0.0206-inch lab sample guidewire was advanced through the luer hub of the microcatheter. The guidewire advanced without issues through the hub of the microcatheter, however, it became stuck at 43.7 cm. The microcatheter was dissected and blood residues were found obstructing the inner lumen of the microcatheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The lab sample guide wire was able to pass through the proximal end of the microcatheter without resistance. The issue reported in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors, such as an insufficient flushing, may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31606050) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the stent was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31634749) and could not be introduced into the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced the microcatheter with a150cm x 5cm prowler select plus microcatheter (606s255x / 31606050) to deliver the same original stent. The stent was still impeded in the hub of the second (replacement) microcatheter and could not be introduced into the microcatheter. The physician removed the stent and the second microcatheter from the patient and replaced the microcatheter with another brand and delivered the original stent to complete the procedure. There was no report of any negative impact on the patient. On 04-jan-2026, additional information was received. Per the information, the target vessel was the middle cerebral artery (mca). The patient has mca stenosis. Continuous flush was maintained through the microcatheter. The stent used was a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). Nothing was obstructing the microcatheters. There was no physical damage noted on the devices. Per the information, the tip of the stent introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. There was no delay in the procedure. Based on the additional information received on 04-jan-2026, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31606050) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.